Event description:
The initial reporter stated they receive discrepant results for two patient samples tested with magnesium gen.2 on a cobas 8000 c 701 module. No questionable results were reported outside of the laboratory. The samples were repeated since the initial values were considered critical. The first sample initially resulted in a magnesium value of 4.35 mg/dl and it repeated as 2.2 mg/dl. The second sample initially resulted in a magnesium value of 4.74 mg/dl and it repeated as 2.01 mg/dl.

Manufacturer narrative:
The serial number of the c 701 analyzer is (B)(6). The field service engineer determined the rinse water levels were insufficient. The water rinse levels were adjusted and the rinse tubing was cleaned. Controls and precision studies were run; all results recovered within specified ranges. The investigation is ongoing.

Manufacturer narrative:
Calibration failures occurred on (B)(6) 2025. Recalibration resolved the issue. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.